Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jan-2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pain (interpreted as pelvic pain), heavy bleeding (interpreted as genital bleeding) and blood cysts (interpreted as haemorrhagic cysts) after essure (fallopian tube occlusion insert) insertion. Around 7 years later, she underwent a surgery to remove her essure coils. Pelvic pain and genital bleeding are anticipated while haemorrhagic cyst is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. However, considering the nature of haemorrhagic cysts and considering that essure has mainly a localized action in the fallopian tubes, the haemorrhagic cyst was assessed as unrelated. Additional non-serious events were reported. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and haemorrhagic cyst ("blood cysts") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), haemorrhagic cyst (serious criterion medically significant), abdominal pain ("cramps / abdominal pain"), back pain ("back pain"), hypoaesthesia ("numbness") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, surgery to remove essure implant on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic cyst, abdominal pain, back pain, hypoaesthesia and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, haemorrhagic cyst, abdominal pain, back pain, hypoaesthesia and uterine leiomyoma to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pain (interpreted as pelvic pain), heavy bleeding (interpreted as genital bleeding) and blood cysts (interpreted as haemorrhagic cysts) after essure (fallopian tube occlusion insert) insertion. Around 7 years later, she underwent a surgery to remove her essure coils. Pelvic pain and genital bleeding are anticipated while haemorrhagic cyst is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. However, considering the nature of haemorrhagic cysts and considering that essure has mainly a localized action in the fallopian tubes, the haemorrhagic cyst was assessed as unrelated. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Additional non-serious events were reported. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic cyst ('blood cysts') in a 38-year-old female patient who had essure (batch no. 824090-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure sterilization performed on same day" on (B)(6) 2007. The patient's medical history included ovarian cyst on (B)(6) 2015, fibroids on (B)(6) 2015, hypercoagulation and postoperative infection. Previously administered products included for allergy: macrobid and codeine. Concurrent conditions included spotting vaginal, leiomyoma nos, adenomyosis, paratubal cyst, loose stools, extremities burning sensation of, extremities burning sensation of, fever, infection, food allergy (melons, avocado), shakiness, postoperative infection and uterine bleeding. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), haemorrhagic cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypoaesthesia ("numbness") and abdominal pain lower ("cramps") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic cyst, abdominal pain, back pain, hypoaesthesia, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, haemorrhagic cyst, hypoaesthesia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: trailing coils: right- 4 coils, left- 3 coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pain. Lot number reported (824090) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic cyst ('blood cysts') in a 38-year-old female patient who had essure (batch no. 824090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure sterilization performed on same day" on (B)(6) 2007. The patient's medical history included ovarian cyst on (B)(6) 2015, fibroids on (B)(6) 2015, hypercoagulation and postoperative infection. Previously administered products included for allergy: macrobid and codeine. Concurrent conditions included spotting vaginal, leiomyoma nos, adenomyosis, paratubal cyst, loose stools, extremities burning sensation of, extremities burning sensation of, fever, infection, food allergy (melons, avocado), shakiness, postoperative infection and uterine bleeding. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), haemorrhagic cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypoaesthesia ("numbness") and abdominal pain lower ("cramps") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic cyst, abdominal pain, back pain, hypoaesthesia, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, haemorrhagic cyst, hypoaesthesia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: trailing coils: right- 4 coils, left- 3 coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pain. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received. Event novasure endometrial ablation and essure sterilization performed on same day, lot number. Reporter, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.